Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2018-00014: screw.

Event description:
During surgery to address a hand fracture, a 2.7mm screw broke while being inserted into aculoc wrist spanning plate. There was a 15 minute delay in the surgery as a result.